Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02783. It was reported the pt experienced pocket heating while charging her scs ipg. A replacement charging system was sent to the pt to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.